Event description:
A report was received that the patient felt a sharp pain when her system was turned on. The sharp pain went away after the stimulator was turned off. The patient underwent a lead revision. The old lead was explanted and replaced with a new lead. The patient was reportedly doing well.

Manufacturer narrative:
Analysis of the lead revealed a fracture between electrodes # 1 and # 2 at the distal end of the lead. Additional analysis of the lead found the proximal end of the lead diameter did not meet specifications. The root cause for the reported event could not be determined. This is the final report.